Event description:
A malfunction was reported by a customer whose son experienced an unspecified ma;function with their device. There was no reported impact to the customer¿s blood glucose level. No further information was provided.